Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc had a needle retraction failure. This occurred on 15 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse in the operating room of the hospital found that the retraction needle was difficult and caused the puncture failure. The nurse said that the needle has been loosened. It is suspected that the catheter is stuck with the steel needle, which makes it difficult to withdraw the needle. Other nurses in the department are asked to have similar situations. Therefore, the engineer is required to test and reply, and 15 indwelling needles have been returned. Request to return to the factory for testing, and request the same number of compensation for 15 xiangma.

Manufacturer narrative:
Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8325557. Our records show the reported lot was manufactured on june 29, 2017. It was also determined that this is the only instance of a failed needle retraction occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, during the evaluation of the submitted samples, bd investigators noted that the devices were semi-activated. However, by following the instructions for use, our investigators successfully activated the safety mechanism without the use of undue force. Also, a review of the manufacturing line found the necessary controls to be in place to prevent devices with a semi-activated safety mechanism form being loaded. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc had a needle retraction failure. This occurred on 15 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse in the operating room of the hospital found that the retraction needle was difficult and caused the puncture failure. The nurse said that the needle has been loosened. It is suspected that the catheter is stuck with the steel needle, which makes it difficult to withdraw the needle. Other nurses in the department are asked to have similar situations. Therefore, the engineer is required to test and reply, and 15 indwelling needles have been returned. Request to return to the factory for testing, and request the same number of compensation for 15 xiangma.